Event description:
It was reported "the sterility package was found damaged prior to the patient" and " the nurse said the damage was caused by the scalpel in the kits". The issue was detected in the clinical setting "right before the kit was about to be used on the patient".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the sterility package was found damaged prior to the patient" and " the nurse said the damage was caused by the scalpel in the kits". The issue was detected in the clinical setting "right before the kit was about to be used on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one image showing a cvc kit. Visual analysis revealed a slit in the kit lidstock. The customer also returned one, unopened cvc kit for analysis. All the kit components were present and in their respective locations. Visual analysis revealed that a sterility breach in both the lidstock and the tray. The locations of these breaches were around the area where the arrow raulerson syringe (ars) handle rests in the tray. Based on the location of both holes, it appears that something punctured through the entire tray. The kit was opened to better analyze the contents. Analysis of the ars revealed scratch marks on the handle. This confirms that a sharp object punctured through the entire kit and managed to damage the ars handle. Packaging r & d was contacted as part of this complaint investigation. It was confirmed that the observed damage occurred due to a sharp object puncturing through both the lidstock and tray; however, given that there is not a scalpel included within this kit, and since all needles were still within the protective tubing, this defect could not have occurred due to the package design. The packaging facility was also contacted. They stated that kits of this type are 100% inspected after sealing for damages of this type. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. This kit does not contain a scalpel, which contradicts the customer report that a scalpel from the kit caused the damage. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The report of a sterility breach was confirmed through complaint investigation. Visual analysis revealed a large hole that traveled through both the lidstock and the tray. Subsequent damage was also observed on the ars handle. A device history record review was p erformed, and no relevant findings were identified. Based on the comments from packaging r & d and the packaging facility, the root cause cannot be determined as it is unknown if this occurred due to storage/shipping or from handling by the customer. Teleflex will continue to monitor and trend for reports of this nature.